Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Perforation is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the graftmaster stent was being used to treat a perforation that occurred during deployment of a 2.5x28 xience v stent in the left anterior descending artery. The graftmaster device was selected for treatment; however, the perforation was very distal and the shaft of the device was not long enough to reach the distal location of the perforation. A dilatation balloon was used to successfully treat the perforation. The patient is reported to be well. No patient effects were reported. No additional information was provided.